Event description:
The technician alleged that the side rail would not stay locked in the up position. No patient impact.

Manufacturer narrative:
The technician found the side rail mounting bracket was bent. The technician replaced the side rail mounting bracket resolve the issue.